Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported an implantable cardiac monitor was exhibiting intermittent ventricular undersensing. It was noted that the undersensing episodes had no r-waves. No device intervention was performed but programming changes were discussed. The patient reported no symptoms and would be monitored.